Event description:
It was reported, that the patient became dyspneic and hypotensive after being administered with propofol, during the explant procedure scheduled on (B)(6) 2024 [ related manufacturer reference number: (B)(6)]. Patient was flipped and a laryngeal mask airway was inserted to address the issue. Subsequently, the procedure was aborted. And patient recovered without any other complications. It is unknown, which device caused the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial#: (B)(6), ln#: a000158497. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.